Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became very dim and could only be read better in a dark setting. There was no improvement with a contrast adjustment, lens film removal, or battery change. No damage, trauma, or moisture in the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.